Event description:
This case refers to a spontaneous report from baxter renal technical support of a patient (mr. B), who is dialysed with a homechoice (hc) machine. It was reported that in early 2009, after the initial drain, the hc injected air during the first fill of the physioneal 2.5l therapy. It is reported that it was a recurrent event, but the specific dates were not provided. The last event was the same day. According to the patient, 15 seconds after the beginning of the first fill, the check heater line alarm started. The priming was difficult but was completed. Then the patient saw air bubbles in the patient line and the line was discarded. The dialysis session proceeded but the patient stopped it because he felt pain in his shoulders. The patient went to the hospital and had a scanner session, which revealed that there was air in the body. The patient stopped using the hc and switched to manual dialysis for a few days until the hc machine was exchanged. The patient has not had any problems with the new hc machine.